Event description:
User received high flyer troponin t results for two pt samples. Both pt samples were repeated twice using the original analyzer. Troponin t units of measure = ng per ml. Sample 2, in 2009 initial result gave 0.050; repeated twice same day giving 0.010<flagged with < test, both times. User stated they did not report the initial results.

Event description:
User received high flyer troponin t results for two pt samples. Both pt samples were repeated twice using the original analyzer. Troponin t units of measure = ng per ml. Sample 1, initial result gave 0.896; repeated twice same day giving 0.010<flagged with <test, both times. User stated they did not report the initial results.

Manufacturer narrative:
The field service rep determined the measuring cell was out of range, and adjusted the measuring cell. Ran amt, calibration and controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the measuring cell was out of range, and adjusted the measuring cell. Ran amt, calibration and controls to verify analyzer performance.